Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with glucose readings greater than 400 mg/dl confirmed by fingerstick, without evidence of infusion set leakage or tubing kinks, and the user had recently changed supplies; agents provided troubleshooting and education, and glucose later trended down without supply change. Symptoms included hyperglycemia without loss of consciousness, dizziness, ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, and no use of back-up therapy. Investigation included product troubleshooting and user education with follow-up to monitor resolution. Investigation of this case revealed no device or component malfunction could be confirmed and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.